Event description:
It was reported to resmed that an astral device stops ventilation after alarming. There was no patient harm or serious injury reported as a result of this incident. The patient was transferred to a backup device.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint of device stopped ventilation. No fault was found with the returned device. Review of the device error logs revealed ventilation was manually stopped by the user and unexpected restarts of the device occurred due to the user. The device was replaced to address the issue. Resmed reference#: (B)(4).